Manufacturer narrative:
Product ID: 3889-28, lot# va03710, implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) and via a manufacturer representative. It was reported that there was a lead migration/dislodgement. It was noted that the cause of the hcp not getting what they would have liked to see during cmap testing was not determined. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va03710, implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type lead; other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 20-sep-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator. It was reported that, during battery replacement, the hcp did not get what they liked to see with compound muscle action potential (cmap) testing with the existing lead. They decided to replace the lead as well and the issue was noted to be resolved without sequelae as of (B)(6) 2018. No further complications were reported or anticipated.